Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was associated with persistent halos when viewing headlights or other lights at night, along with dryness, particularly upon waking, and no associated pain. The reported issues included blurry vision, halos or glare, and visual disturbances, which were noted during a postoperative examination. Additional information was received indicated that an intraocular lens (iol) explantation was performed on the right eye of the patient. The preoperative refraction was +1.25 -0.75 × 095, and the postoperative refraction was +0.25 -0.50 × 069, with a target of plano. The replacement lens implanted was a non-johnson & johnson lens with a power of +22.0 diopters. During the explant procedure, there were no unplanned surgical interventions. No patient injury was reported. The patient expressed satisfaction with the new lens, and the overall patient outcome was reported as good. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 2140 - visual disturbance- dysphotopsia- requiring surgical intervention, 2140 - glare surgical intervention required. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo vision- surgical intervention required, glare surgical intervention required & visual disturbance- dysphotopsia- requiring surgical intervention issues). Section h6: health effect - impact code: 4613 - minor injury/ illness / impairment (this code is used for the reported blurry vision & dry eye issues). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.